Event description:
Additional information received that indicated the left ventricular (lv) lead was dislodged due to twiddler's syndrome and had loss of capture and failed to sense. The lv lead was explanted. Patient was asymptomatic and stable throughout procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up. Upon review, it was revealed that the left ventricular lead was not working, no capture in any of the vectors. Programming changes were made to turn the left ventricular lead off. The patient was stable before, during, and after the visit.